Event description:
The system 6 sagittal saw was sent for evaluation due to overheating and continuing to run when the trigger was released during testing. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 6 sagittal saw was sent for evaluation due to overheating and continuing to run when the trigger was released during testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The device was repaired and returned to the customer.